Event description:
During an atrioventricular nodal reentry tachycardia procedure, an optical issue occurred multiple times causing a procedure delay. Pressure was lost several times during the procedure. Additionally, the tactisys did not function as intended and could not be used. The tactisys and ensite systems were restarted, which did not resolve the issue. The ablation catheter was replaced and a tactisys was borrowed from another hospital to complete the procedure with non consequences to the patient.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model xxxxxxx) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported optical issue and subsequent delay remains unknown.